Event description:
The customer reported that prior to use on a pt the iabp shut down and generated fault code #65 (safety vent failure). The iabp was replaced and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the drive manifold assembly (part number 0104-00-018). The iabp was tested to factory specs. It functioned normally and was returned to the customer.